Event description:
It was reported that the patient presented to the emergency room with shortness of breath and fatigue, and was found to be in complete heart block. Upon interrogation, the right ventricle (rv) lead exhibited failure to capture. Additionally, the rv lead had a history of a high capture threshold and high pacing impedance. The physician promptly made programming adjustments. On (B)(6) 2025, the rv lead was capped and replaced. The patient remained in stable condition.